Event description:
It was reported that the patient experienced a cardiac tamponed. First, a transseptal puncture was performed using a transeptal access system. A left atrium appendage closure was then performed using a sheath and closure device. Approximately, an hour and a half following the ablations a cardiac tamponade was identified and a pericardiocentesis was performed. The patient stable and no further complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.